Event description:
It was reported that a cartridge alarm 30 was triggered. Blood glucose levels were controlled and did not exceed 500 mg/dl. The customer was advised by technical support to return the problematic pump and was sent a replacement pump with updated software. Instructions were provided on how to store the pump and return it, and the customer acknowledged the steps to take upon receiving the replacement. No backup therapy was available, and the customer planned to contact their healthcare provider.